Manufacturer narrative:
According to the facility during the middle of a procedure, 'the blade broke off in the middle ear and was retrieved with an instrument'. Per the facility when the issue occurred, the procedure needed to be stopped to collect all pieces and assess for tissue damage. According to the facility all pieces were accounted for and a new blade was opened to complete the procedure with no serious injury noted. The sample was returned for evaluation but a root cause could not be determined at this time. No additional information is available at this time. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility during the middle of a procedure, 'the blade broke off in the middle ear and was retrieved with an instrument'.